Manufacturer narrative:
The device was tested on the bench as well as using automated test equipment, and no anomaly was found.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient expired. The cause of death was ventricular fibrillation. No further information is available at this time.

Manufacturer narrative:
(B)(4)

Event description:
New information received notes that, the patient was found unresponsive after collapsing at home due to cardiac arrest. It was noted that the patient experienced light-headedness and nausea prior to ems arrival. He had agonal respirations and was pulseless. Before presenting to the emergency room, CPR, external defibrillation, intubation and compressions were performed. He was ventilated and oxygen was administrated. IV fluids, epinephrine and amiodarone were given.